Event description:
Healthcare professional reported "suspected/actual rupture/deflation, change shape/size/style" via national breast implant registry. This record is for the right side. Device has been explanted and replaced with another manufacturer's device. It is unknown if device will be returned.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.